Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30july2019. The manufacturer's technical services (ts) advised the customer to perform flow and pressure accuracy tests and replace the flow sensors or da pcb as indicated. Multiple attempts were made to follow-up with the customer to obtain a status update on the reported problem without success. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the device does not automatically exit stand-by when the patient is connected and that the patient outlet must be completely occluded to exit stand-by. The unit was being used on a patient at the time the reported issue occurred however, there was no patient harm.